Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgical scrub was loading the block on handle when he noticed that one of the pegs was missing."